Event description:
It was reported that the patient underwent a unknown procedure on an unknown date. During the procedure the bypass suture passer fractured. The fractured piece did not fall into the patient's wound and the procedure was completed with no delay.

Manufacturer narrative:
Evaluation of the returned device found evidence of wear and signs of multiple autoclave cycles. Product failed due to extended use and was worn beyond its useful life. There are no indications that the product left biomet's control nonconforming.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Initial reporter - reporter name.